Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12/16/2020. The device evaluation was completed on 12/30/2020. It was reported that a 60-year-old female patient underwent a left sided idiopathic ventricular tachycardia (l-idvt) ablation procedure with a ez steer¿ nav bi-directional electrophysiology catheter. While maneuvering the catheter in the left ventricle (lv), the catheter became entrapped in the chordae tendineae of the mitral valve. The physician was struggling to maneuver the catheter in different areas, the physician disconnected the catheter from the cable multiple times, and when they tried to remove the catheter, they noticed it was tangled. The physician visualized under fluoroscopy that the catheter was entrapped in the chordae tendineae of the mitral valve, and transesophageal echography (tee) was used to confirm. Remainder of the procedure was aborted. The physician attempted to free the catheter by pulling at it but was unsuccessful. An interventional cardiologist was called to assist. The interventional cardiologist pulled the catheter out of the heart and tore one of the chordae tendineae of mitral valve. The patient was taken to surgery for a mitral valve replacement. Prolonged hospitalization was required. Patient¿s outcome is unknown. Patient was hemodynamically stable. The catheter was not physically damaged upon withdrawal. The catheter did not get stuck in a deflected position; physician was able to deflect it in different directions. The device was visually inspected and it was found in good normal conditions. The temperature features were tested and no issues were observed. In addition, the catheter was deflecting correctly. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 105 was observed. A failure analysis was performed, the catheter was dissected and the sensor values were found within specifications, with this information, the failure can be attributed to a potential pc board failure. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the pc board failure cannot be determined. The root cause of the adverse event remains unknown since no problem was found/no problem was detected that could have caused or contributed to the adverse event. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The investigation conclusions code of ¿cause traced to component failure", investigation findings code of ¿incompatible component/ accessory¿ and component code of ¿circuit board¿ is related to the 105 error code observed during the evaluation of the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a(B)(6) year-old female patient underwent a left sided idiopathic ventricular tachycardia (l-idvt) ablation procedure with a ez steer¿ nav bi-directional electrophysiology catheter on which a medical device entrapment occurred causing cardiac valve rupture required surgical intervention. While maneuvering the catheter in the left ventricle (lv), the catheter became entrapped in the chordae tendineae of the mitral valve. The physician was struggling to maneuver the catheter in different areas, the physician disconnected the catheter from the cable multiple times, and when they tried to remove the catheter, they noticed it was tangled. The physician visualized under fluoroscopy that the catheter was entrapped in the chordae tendineae of the mitral valve, and transesophageal echography (tee) was used to confirm. Reminder of the procedure was aborted. The physician attempted to free the catheter by pulling at it but was unsuccessful. An interventional cardiologist was called to assist. The interventional cardiologist pulled the catheter out of the heart and tore one of the chordae tendineae of mitral valve. The patient was taken to surgery for a mitral valve replacement. Prolonged hospitalization was required. Patient¿s outcome is unknown. Patient was hemodynamically stable. The catheter was not physically damaged upon withdrawal. The catheter did not get stuck in a deflected position; physician was able to deflect it in different directions. Since the adverse event can result in permanent impairment of a body structure or permanent damage to a body structure and required surgical intervention and prolonged hospitalization, it is to be considered serious and MDR-reportable. In addition, the medical device entrapment with excessive manipulation was assessed as a MDR reportable malfunction.